Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 306 mg/dl and an insulin injection was administered to address bg. Pump system check was performed and pump time was found to be incorrect. Customer reported to have incorrectly input the time. Customer also reported to have used admelog insulin in the cartridge. Tandem technical support assisted the customer with correcting the time and customer was informed that admelog was not labeled for use with the pump.